Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va16wxy, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va035yf, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported feeling a shocking sensation when pushing on the lead-extension joint which started a few weeks ago, as well as experiencing numbness in their left finger starting one week ago. The patient also reported that the therapy on the right side of the patient's body felt like it was going off when they move the wire. The patient compared the feeling to when their healthcare provider (hcp) "[messes] with the system or when [the patient] turn it off." The patient also reported feeling light headed when not touching the wires. The patient clarified the light headed feeling as being "foggy." The rep reported that the hcp scheduled the patient for a neuropsych evaluation a week or two ago, and that an impedance check is scheduled for (B)(6) 2017. The rep also reported that the hcp ordered a CT scan of the patient. And that surgery is planned, but not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that the patient had surgery for the extension revision on the left side. At the time of the report, patient was not experiencing shocking sensations with the new extension.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, lot# va16wxy, implanted: (B)(6) 2016, product type: lead; product ID: 3387s-40, lot# va035yf, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, stating that the new implanted extensions appeared to have eliminated the shocking problem. However the cause of the shocking remains unknown. No further patient complications were reported/ anticipated as a result of this event.

Event description:
Additional information was received a manufacturing representative. It was reported that the manufacturing representative (rep) and a healthcare provider (hcp) interrogated the system and checked impedances and found that they were all within normal limits, and therapy impedance showed that sufficient current was getting to the target. The hcp and rep attempted to have the patient palpate the extensions to recreate the symptoms while they checked impedance, and still found that they were within normal limits. The system was turned off for five minutes and the symptoms went away, and upon turning the system back on the symptoms returned. The patient was advised to try a longer test at home by turning the system off for at least an hour and try to recreate symptoms, keeping track of the results. The patient may have an xray taken to check for damage to the system. The cause of the issues has not been determined and the surgeon is considering surgical intervention, but it has not yet been scheduled.